Event description:
It was reported that the implant slipped off the connector of an unknown driver onto the floor before the implant could be placed into the patient¿s mouth. The procedure was not completed and the patient will return for implant placement.

Manufacturer narrative:
This report is being submitted to relay additional information. The following sections are being reported: b5: it was reported that the implant slipped off the connector of an unknown driver onto the floor before the implant could be placed into the patient¿s mouth. The procedure was not completed and the patient will return for implant placement. G4: 01 jul 2017. The reported unknown driver was not returned for evaluation. The reported concomitant implant was received for evaluation. Visual inspection of the as returned implant identified wear at the implant body, and the drive feature is noted to be badly damaged at the internal hex. Functional testing was performed for the returned product and it was determined that the implant is too damaged to engage with an in house driver. The reported condition of an implant that slipped off of the connector was confirmed. A device history record (DHR) review and complaint history review could not be completed for the reported driver as the device item and lot number are unknown. DHR review was completed for the reported concomitant device. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event were noted as part of the DHR. A complaint history review was performed for the reported concomitant device for similar event and no other complaint was identified. A definitive root cause for the reported event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This report is being submitted to report (B)(4). Concomitant medical products: tapered screw vent implant machined collar, item #: (B)(4), lot #: 64084805. Product has been received by zimmer biomet. The investigation has not yet begun. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the implant slipped off the connector of an unknown driver onto the floor before the implant could be placed into the patient¿s mouth. The procedure was not completed and the patient will return for implant placement.